Event description:
The pt underwent surgery with the t2 recon nail and condyle screw. After 10 month, the pt felt pain in their knee when riding a bicycle. The surgeon confirmed by x-ray that the condyle screw was loosening. Therefore, the surgeon is planning a revision surgery on march 21.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.